Manufacturer narrative:
(B)(4). According to the maquet field service technician evaluating the device : the unit was checked for calibration and function and no problem was found. The unit had a temperature error displayed during transport due to the fact that the unit was placed between the patients legs on the gurney. This caused the fan on the bottom of the unit to be blocked causing the temp error message. The customer did relocate the unit and shortly after the error cleared. The unit worked fine for the duration of the transport with no harm or injury to the patient. The transport crew was alerted to the fact that you cannot transport with the unit on the gurney and that it must be placed on a surface that allows for proper air circulation. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. Based on the available information to the manufacturer at this time a mishandling of the device by the customer led to the event. A product related malfunction cannot be confirmed. A supplemental report will be provided if additional information becomes available.

Event description:
The customer stated that during transport the rfc console displayed the following message in the lpm window: temp. Err. The customer stated that the unit would be changed out the console for another rf console when the patient arrived at the hospital. No affect to the patient was reported. (B)(4).